Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 module. Initial result: 195 pg/ml. On (B)(6)2025: 1st repeat result: 195 pg/ml. 2nd and 3rd repeat results were both 9 pg/ml.

Manufacturer narrative:
The physician questioned the initial result and the sample was then repeated on another analyzer. The repeat result was consistent with the patient's history result. Reportedly, an amended report with the correct result was issued. The calibration signals were within expectations. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (short clotting time of the sample) at the customer site. Preanalytics are within the customer's responsibility.